Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained following a review of the call, by medical surveillance specialist. The patient reported that the alleged meter issue began (B)(6) 2017 at 9 am. The patient reported that he obtained inaccurately high blood glucose results of around ¿200 mg/dl¿ with the subject meter, compared to ¿42 mg/dl¿ on the freestyle freedom lite. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. It was reported that the patient manages his diabetes using insulin (self-adjuster). There is no evidence that the patient made any changes to his normal diabetes management regimen. The patient reported 30 minutes after the alleged inaccuracy, he developed symptoms of ¿confusion and hypoglycemia¿. He reported self-treating the symptoms by consuming food and drink. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, an approved sample site was being used, the patient¿s test strips had been stored correctly, and were within expiry date. The csr noted the patient did not have control solution to walk the patient through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after an alleged inaccurate high result obtained on the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.